Event description:
A revision surgery was performed on (B)(6) 2023 by the surgeon, using the blueprint planning feature (case ID: (B)(4)). As reported by the rep, "as far as I remember it was a periprosthetic fracture of a tornier flex with perform reversed." Update: corrections were made by the rep after talking to the surgeon "the fracture was on the humerus only, and the implants were tornier flex + perform keeled glenoid. The surgeon confirmed the reason for revision is "periprosthetic humeral fracture".

Manufacturer narrative:
Please note correction to b5 (executive summary) and d1 (product long description). It was initially reported in the event that this was periprosthetic fracture of a tornier flex with perform reversed. In a tornier flex with perform reversed it includes the following implants: stem + tray + insert (flex) and baseplate + glenosphere (perform reversed). However, after receiving additional information from the surgeon, it was confirmed that the implants were tornier flex + perform keeled glenoid." In a tornier flex with perform keeled glenoid, it includes the following implants: stem + humeral head (flex) and keeled glenoid (perform anatomic). After thorough investigation, it has been concluded that the reported device in this complaint is concomitant in the respective event. Therefore, this device is no longer reportable and MFR report # 3000931034-2024-00008 is no longer applicable.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
A revision surgery was performed on (B)(6) 2023 by the surgeon, using the blueprint planning feature (case ID: (B)(4)). As reported by the rep, "as far as I remember it was a periprosthetic fracture of a tornier flex with perform reversed."